Event description:
It was reported that the user experienced persistent high glucose while in the first week of ilet pump use, with a blood glucose of 273 mg/dl and prior fluctuations in the 200s, and noted a smell of insulin after a cartridge-only change without visible leakage; a full supply change was completed with insulin delivery successfully resumed. Symptoms included hyperglycemia. Outcomes included user education and troubleshooting with restoration of insulin delivery. Investigation included remote troubleshooting and guided supply replacement. Investigation of this case revealed no confirmed device malfunction, with the event consistent with early adaptive period variability and a potential infusion supply or connection issue given the reported insulin odor and resolution after a full supply change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.